Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose of 400 mg/dl; cause was unknown. The customer was treated with intravenous saline and was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.